Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode and had become unconscious. Pt reports that cgm was reading higher than her bg: cgm/bg 100/27 mg/dl. Paramedics were called and they administered to pt. During her call to dexcom technical support pt reports she was doing fine.